Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study was performed and a catheter occlusion was observed on (B)(6) 2015. The patient also experienced pump hypermobility and discomfort due to the pump migration. The pump and catheter were explanted due to the occlusion and patient discomfort on (B)(6) 2015. The physician does not believe the pump malfunctioned. Product disposition is unknown.